Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 07-apr-2025 and forwarded to millyard advanced medical products, llc on (B)(6) 2025. The patient reported that both of her remote are giving a low battery error after showing 100% when replaced. The patient reported that she had not been infusing medication since yesterday and is going to the ER. The patient reported experiencing a little dizziness but no breathing changes or other symptoms. The devices were being replaced, and a clinician was requested to contact the patient for help troubleshooting. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.